Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint to identify root cause, therefore, the cause is undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted. A 510k number cannot be provided in this report because the product code is unknown at this time.

Event description:
Reportedly, on (B)(6) 2011, the homechoice machine received the system error 2240 alarm during dwell. The home patient (hp) was connected to the machine. The hp did not disconnect any time prior to the alarm. There were no open clamps on any unused supply lines. There were no defects observed on the supplies. The technical service representative (tsr) explained alarms and advised the hp to discard supplies and finish with manuals. There was no patient injury or medical intervention reported. No further information is available.